Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately four months post implant the right atrial (ra) lead exhibited an alert for low impedance and a polarity switch. It was noted that the patient had an atrial cardioversion. The ra lead remains in use. No patient complications have been reported as a result of this event.